Event description:
It was reported that during a shoulder arthroscopy procedure, the tip of the unit fell off in the pt's joint. The tip of the unit could not be retrieved.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.